Manufacturer narrative:
The customer reported that the central monitoring system (cns) rebooted twice within a 5 minute period. Additionally, they reported that the cns rebooted and came back up without any interaction with it. They stated this happened twice in the morning and has not happened since. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Failure investigation is still in progress. Device not returned.

Event description:
The customer reported that the central monitoring system (cns) rebooted twice within a 5 minute period. Additionally, they reported that the cns rebooted and came back up without any interaction with it. They stated this happened twice in the morning and has not happened since.